Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the vasoview hemopro 2 cannula was broken when the kit was opened. During inspection, an obvious defect was observed in the cannula at the end where the clear poly attaches to the metal portion of cannula was broken off. The kit was never used on a patient and there was minimal surgical delay to open another kit.